Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss could not be tested/confirmed as the plunger, posterior needle tip, cuffs, link and the suture were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a closure of a right common femoral artery using two prostyle devices after an interventional percutaneous coronary intervention procedure with a small-bore sheath. Reportedly, after needle deployment of the first device a cuff miss [suture retrieval issue] occurred. A second prostyle device was used, but after needle deployment a cuff miss [suture retrieval issue] occurred again. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.